Event description:
It was reported the patient's scs ipg would not connect to the patient controller (pc). Troubleshooting was unable to resolve the issue. The patient stated the issue started after the patient underwent a surgical procedure and the ipg was not set to surgery mode. Consequently, after multiple failed troubleshooting attempts the patient decided to have the ipg removed.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.